Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to procedure, it was noted that the left ventricle (lv) lead exhibited elevated capture threshold. The lv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.